Event description:
A hospital in (B)(6) reported via a distributor that an rt206 adult inspiratory heated breathing circuit leaked during testing. The hospital reported that the leak appeared to be the result of a pin hole in the inspiratory tube. The reported leak was observed during testing, prior to patient use.

Manufacturer narrative:
(B)(4). The rt206 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned breathing circuit was visually inspected for holes. Results: a 6mm sharp cut opening was observed on the inspiratory tube of the breathing circuit, which could cause a leak in the breathing circuit. A lot check revealed one other complaint of this nature for lot number 090302. Conclusion: a leak in the breathing circuit is usually detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that it was punctured post production, possibly when the package was opened.